Event description:
It was reported that the physician elected to place another impella cp and was successfully explanted a few days later

Manufacturer narrative:
B5 updated with additional information received from the clinical site. E4 was inadvertently omitted on the initial manufacturer device report.

Manufacturer narrative:
Device interaction or damage by another device: the cause of device interaction was likely use related since it is recommended to remove guidewire/red lumen prior to pump activation per IFU.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella cp device was inserted via the right femoral artery in a 67-year-old male patient presenting with cardiomyopathy. After vascular access was obtained using the right femoral artery, a 0.035" wire and pigtail catheter were advanced into the left ventricle. The impella 0.018" wire was then backloaded into the impella cp device. During preparation, the cath lab staff inadvertently activated the impella cp while the wire remained in the guidewire lumen. A loud noise was heard, and the team elected to discard the impella cp. No information was provided regarding visible damage to the wire or the device. The reported events include a mechanical issue and medical device removal. The impella cp will be conservatively reported for serious injury due to temporary hemodynamic support interruption during the removal; however, the removal was completed with no consequence to the patient, and support was resumed without any known adverse events.

Event description:
Clinical narrative: an impella cp device was inserted via the right femoral artery in a 67-year-old male patient presenting with cardiomyopathy. After vascular access was obtained through the right femoral artery, a 0.035-inch guidewire and pigtail catheter were advanced into the left ventricle. The impella 0.018-inch wire was then backloaded into the impella cp device. During preparation, catheterization laboratory staff inadvertently activated the impella cp while the wire remained within the guidewire lumen. A loud noise was heard, and the clinical team elected to discard the impella cp device. No information was available regarding visible damage to the wire or device at that time. Subsequently, care was withdrawn based on the patient¿s overall clinical status, and the patient expired. The reported events include a mechanical issue, medical device removal, and death. The device is being conservatively reported for death; however, the death is most likely attributable to the patient¿s underlying critical condition as the patient presented with cardiomyopathy.

Manufacturer narrative:
B2. Is death and date of death added. B5: event description - additional clinical narrative added. D1. Brand name updated. H1. Type of reportable event added. H6. Health effect - impact codes added.